Event description:
The complainant reported that the grey selector knob on an impella aic (automated impella controller) was not working. The aic was exchanged, and problem was resolved. There was no reported harm or injury to the patient.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the console (aic) rotary knob issues has been completed. Data logs were reviewed which showed that the day before the complaint date, there is a single missed kbd communication in the logs for ic4168 on boot up but this would have not been visible to the user. No button presses were attempted and the console was immediately turned off. The next day, the console is booted up without the kbd error and the console is immediately turned off by the user. The console is rebooted and pump 508056 is connected and run for an hour. Near the end of the pump's connection to ic4168, the user opens numerous menus opened but the logs do not show any evidence of the gray knob being used. The console was returned for testing and after running a pump for an hour, the failure mode reproduced. Despite rotating the gray knob, only a small subset all of the menu's options were selectable. The impellatronic board was replaced with a known-good board and the failure did not reproduce. The cause of the gray knob's inability to properly scroll was due to a defective impellatronic board. Added d9 device return date corrections to the initial MFR report: g1 MDR reporting contact email. H6 impact code 4629.